Event description:
The report stated that an external cable (manufacturer unknown) plugged into the generator was burnt and had a flame on it. There was no pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). The generator was returned and evaluated. The unk (non-covidien) cable was not returned. We were unable to duplicate the incident report. Unrelated generator damage was noted. This damage would not have caused or contributed to the customer's report. The foot switch was also returned by the customer, tested and found to function normally and within specifications.